Manufacturer narrative:
A stryker distributor evaluated the customer's device and verified the reported issues. The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and was able to verify the reported issue of device not powering on when the lid is opened. The cause of the reported issue was determined to be due to the reed switch, sw5. The reported issue of no voice prompts could not be duplicated. A root cause could not be determined. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the device was turned on. Furthermore, it was also observed that the device did not power when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the device was turned on. Furthermore, it was also observed that the device did not power when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.